Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. The investigation performed on the returned device confirmed the reported issue as a hair was found in the sealed packaging. Potential causes for the reported issue can be attributed but not limited to not following manufacturing procedures, insufficient training, or improper inspection.

Event description:
It was reported that there was a hair in the sealed packaging of the tourniquet cuff. The issue was noticed prior to the procedure, and the procedure was completed successfully. There was no surgical delay or adverse consequences.